Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay performed within specifications. A review of the provided data indicated that the reactive samples generated delayed CT values, which were consistent with low viral concentrations near the assay's limit of detection (lod). Additionally, potential contamination from previous reactive samples was identified as a contributing factor, as hbv amplification was observed in the mpx 2 (+) control for batch 3584. No product issue was identified. The customer performed decontamination of the instrument and work area as per recommended procedures, after which valid runs were generated. The device remains in operation at the customer site.

Event description:
The initial reporter alleged the generation of 12 false reactive results for hepatitis b virus (hbv) using the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The initial testing was conducted in batch 3584, where 12 samples generated reactive results for hbv. Upon repeat testing in batch 3590, 10 of the 12 samples generated nonreactive results, while 2 samples remained reactive. The serology results for all 12 samples were negative. The 12 donation sample results were ultimately reported as nonreactive, and no harm was alleged.